Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed by mckesson and the probable cause was determined to be an out-of-calibration condition. CAPA:15 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
It was reported to intuvie that, during preventive maintenance (pm) conducted at mckesson, the infusion pump¿s 30 psi value was adjusted from value 252 to 245 and the 8 psi was adjusted from value 354 to 340. No patient involvement was reported.